Event description:
Customer reports she was unable to test due to an error message and having low blood glucose symptoms while using the compact plus system. Customer was unable to self treat; she was treated by her husband. Quality controls were expired. A request was made for return of the suspect product and a replacement was sent.